Manufacturer narrative:
Distributor: (B)(4). Initial reporter full name is (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
During heart operation through the aorta an intra aortic balloon (iab) catheter was placed for counter-pulsation therapy. After finishing the operating intervention and closing the operation wound, which takes approximately forty minutes after starting, the console indicated error ¿gas leakage¿ and balloon didn¿t work. It was necessary to take out the balloon, and there was a defect found near the tip. There was no injury reported to the patient.

Event description:
During heart operation through the aorta an intra aortic balloon (iab) catheter was placed for counter-pulsation therapy. After finishing the operating intervention and closing the operation wound, which takes approximately forty minutes after starting, the console indicated error ¿gas leakage¿ and balloon didn¿t work. It was necessary to take out the balloon, and there was a defect found near the tip. There was no injury reported to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded. No blood was visible on catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and three leaks were detected on the membrane at the same location on opposite sides approximately 23.6cm from the rear seal and two leaks measuring 0.28cm in length and one measuring 0.18cm in length. The evaluation confirms the reported alarm, gas leakage & defect near the tip problem. The reported alarm, gas leakage & defect near the tip problem was most likely triggered by the leaks which were found on the membrane. The penetrations found appear to have been caused by a sharp object. It is difficult to determine how or when the penetrations occurred, however leaks found at the same location on opposite sides of the membrane is an indication that the membrane was folded. This typically occurs during the insertion process. A device and lot history record review evaluation was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).